Event description:
Facility reports that an arterial bloodline developed a leak approx 2 1/2 hours into the pt treatment. The blood in the system was not able to be returned resulting in an approx. 200 cc bloodloss. A medwatch will be completed. The sample is not available for evaluation. The charge nurse felt that the line had been damaged by the machine blood pump. The system was replaced and the treatment continued. The facility has experienced no further difficulty with this type bloodline to date. The bloodline is believed to have been threaded into the pump incorrectly. A response letter has been sent to the facility. Will monitor for trends.